Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating any device malfunction. Review of the device activity logs did not show any evidence to support the customer's report. Review of the clinical data does not contain any pads off or related warnings or messages. The device was recertified and returned to the customer. No trend is associated with reports of this type.